Event description:
It was reported that the patient presented to the clinic for follow up. Upon interrogation, the atrial lead exhibited loss of sensing and loss of capture. X-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).